Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff confirmed the patient's blood loss was attributed to issues with the patient's vascular access. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator reported a difficult needle cannulation with blood leaking at the cannulation site. Treatment was initiated, but discontinued due to the leaking. A complete rinseback of the patient's blood could not be completed, resulting in an estimated blood loss of 95cc. No medical intervention was required.